Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Pentaray catheter. Soundstar eco catheter: model #: m-5723-15. Non biosense webster - hart span transseptal needle. Non biosense webster - st. Jude coronary sinus catheter. Non biosense webster - agilis sheath. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a smartablate generator and suffered an esophageal fistula. The patient's medical history was unknown. The patient underwent an atrial fibrillation on (B)(6), 2015. The dragging ablation approach was used. The temperature probe was in place and the visualization of the probe was through univu. There were no errors observed on the biosense webster equipment during the procedure. Settings used during the procedure were: (visitag information) 20-30 watts on posterior wall 10-20 second lesions per tag. The patient was admitted to the emergency room a couple of weeks later and an esophageal fistula was found. The injury was confirmed using a CT scan. The patient was admitted to the hospital. There was no further information about the hospitalization and if any intervention was performed. The patient was reported to be in stable condition at the time this complaint was reported. The physician's opinion regarding the cause of this adverse event was that it was procedure related. This patient event was assessed as a serious injury reportable under both the smart touch bidirectional catheter and the smartablate generator.